Manufacturer narrative:
Patient information provided. A medtronic representative also reported that he has checked the system and could not reproduce the problem. He noted that the surgeon was accurate after registration but was inaccurate once they went sterile. He believes the probable cause is that the patient reference moved when the non-sterile frame was replaced with the sterile. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was a reference frame movement issue by the user. The instructions for use (IFU) that accompanies the device contains the following warnings: ¿warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register.¿

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a cranial biopsy, there was inaccurate navigation. A medtronic went to the site and found that no image was present during navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.